Event description:
It was reported that the procedure was to treat an unspecified lesion. On (B)(6) 2022, a 6x100mm absolute pro self-expanding stent system (sess) was implanted, after which imaging showed that the stent had fractured. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that interaction with the anatomy and/or other devices resulted in the reported stent break/fracture; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A cine was received and reviewed by an abbott vascular clinical specialist. The media provided appears to show what could be determined to be a stent ¿fracture¿ although this can also be interpreted as the stent having twisted slightly during deployment creating the impression of a fracture. Regardless the stent appears to have an inconsistent pattern vs. What a properly deployed stent would show under fluoroscopy imaging. Based on the limited reported details a root cause cannot be determined. Significant tortuosity proximal and at the deployment site as well as the presence of significant calcification could influence a proper deployment, especially if there was inadequate lesion preparation prior to the stents¿ deployment. It is possible that interaction with the anatomy and/or other devices resulting in the stent appearing as broken/fractured; however, this could not be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined.